Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4). Implanted: (B)(6) 2006, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: neu_unknown. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a catheter connector was replaced during a pump replacement procedure for battery depletion. The healthcare professional (hcp) got better csf (cerebrospinal fluid) flow with the new connector. The connector was returned for analysis. The reporter noted that they ¿always¿ use a new catheter at replacement. The patient was ¿fine¿ with no symptoms, and there were no complaints of issues before, during, or after the pump replacement. The patient had good therapy with effective pain relief. The patient recovered without sequela. The pump was used to infuse bupivacaine and morphine. The event occurred intraoperatively, no additional intervention occurred. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter connector found no significant anomaly. There were coring/tears/cuts observed in the seal, but no leak was alleged or seen during laboratory testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.